Event description:
Customer reported experiencing leakage at the horizon cassette during usage. There were no details regarding individual circumstances or patient. As a result of the laboratory investigation, the leakage was found to be related to split film at the inlet valve of the cassette. No further information is available.